Event description:
It was reported that this implantable right ventricular (rv) lead exhibited high out of range pace impedances along with non-capture. The patient was not dependent on therapy and no symptoms were reported. Subsequently, the patient underwent a revision procedure and this rv lead was surgically capped and a new lead was successfully placed.